Event description:
Information was received that this smiths medical cadd solis vip pump exhibited error 41622 motor time out. No reported adverse effects.

Manufacturer narrative:
H6: there was no patient involved during the reported event.

Manufacturer narrative:
Other, other text: returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, the reported error 41622 was caused due to debris caught in the gears and preventing them to run. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.